Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("here was displacement of her iud post essure placement/ both tubes were perforated due to essure device") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included asthma, depression, gerd, hellp syndrome, cystitis interstitial and pregnancy induced hypertension. Concomitant products included beclometasone dipropionate (qvar), bupropion hydrochloride (wellbutrin), ferrous sulfate, ginkgo biloba, hydrochlorothiazide (hctz), lisinopril, omeprazole, pentosan polysulfate sodium (elmiron), salbutamol (albuterol hfa), salbutamol sulfate (proair hfa) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches,"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vitiligo ("vitiligo"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and groin pain ("groin pain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with prednisone, surgery (hysterectomy with bilateral salpingectomy) and uvb light treatment. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, migraine and headache was resolving, the fallopian tube perforation, vitiligo, abdominal pain and groin pain outcome was unknown and the vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, groin pain, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and vitiligo to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event dysmenorrhea (cramping), fatigue, migraines, headaches, vitiligo, irregular periods, here was displacement of her iud post essure placement/ both tubes were perforated due to essure device, groin pain, abdominal pain were added. Event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Outcome of pelvic pain updated to recovering / resolving and outcome of abnormal bleeding (vaginal, menorrhagia) updated to recovered / resolved. Patient information, lab data, medical history, treatment, historical and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.